Event description:
It was reported that scar tissue has formed around the lead causing the patient to have issues keeping her balance. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.